Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog number and lot number unknown / not provided. Device not returned.

Event description:
It was reported that the implant disengaged from the driver and fell to the floor during placement.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported unk zimmer driver and the associated implant were not returned. Since products have not been returned, visual/functional evaluation could not be performed. The associated device was reported to have malfunctioned on the day of initial use during the placement procedure, while the driver was used for an unknown duration. The customer did not provide any pictures or objective evidence. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product (unk zimmer driver) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number could not be conducted for the reported unk zimmer driver as not enough information was provided. Complainant reported that the implant fell to floor when attempting to place.took implant out of casing, when attempting to place it fell to floor. So opened a new implant and placed that instead 4.7x8 used an unk zimmer driver. The reported devices were not returned and the reported complaint could not be verified as neither devices were returned for investigation and no objective evidence could be identified. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.